Event description:
During the follow-up, it was noted that the device had been exposed. The device and ventricular lead were explanted. Since it was difficult to explant the atrial lead as it was tined type, it was capped and remained within the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).